Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 4.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal end of the stent was damaged with stent struts bunched in a proximal direction along the balloon. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00 x 16mm synergy ii drug eluting stent was used in a procedure. However, it was noted that the stent structs were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00 x 16mm synergy ii drug eluting stent was used in a procedure. However, it was noted that the stent structs were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.